Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed kobayashi k, osaki m, kidera k, ait-si-selmi t, ramos-pascual s, saffarini m, bonnin mp. Stem-bone contact patterns of a long straight tapered uncemented stem for primary tha. Arch orthop trauma surg. 2022 jan 11. Doi: 10.1007/s00402-021-04273-5. Epub ahead of print. Pmid: 35013767. Objective and methods: this study aimed to investigate stem-bone contact patterns of a long straight-tapered uncemented stem following primary tha, and to determine whether these contact patterns are related to preoperative femoral morphology and whether they influence postoperative outcomes. The authors reviewed a continuous series of 60 hips (55 patients) that underwent primary tha using the corail/pinnacle devices (depuy, leeds, UK). The acetabular liner and femoral heads are not specified but assumed to be depuy products. Patients were evaluated pre- and post-operatively using the japanese orthopaedic association (joa) score. The authors concluded that the stem-bone contact patterns of a long straight-tapered uncemented stem are related to preoperative femoral morphology, but do not influence short-term postoperative outcomes. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: pinnacle cup, corail stem, unknown head and liner. Adverse event(s) and provided interventions associated with depuy devices: 1 report of recurrent dislocation attributed to a malpositioned cup. Treatment was a closed reduction and 3 months in an unspecified protective hip brace.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot ==> a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.